Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, tab breakage was noted and consequently one piece of the tab of the suture was missing due to being broken.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2016 and barbed suture was used. During the procedure, when suturing a joint capsule, the fixation tab did not hold securely in the first pass and dropped off into the patient¿s body. The fixation tab was retrieved with forceps without additional tissue dissection. There were no adverse consequences for the patient reported.